Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-01212. It was reported the patient experienced ineffective stimulation from the scs system due to lead migration. As such, the patient underwent surgical intervention wherein the leads were explanted and replaced with a single lead. Effective therapy was restored following the procedure and the issue is resolved.